Event description:
Unable to zero the force on ablation catheter. Catheter was used in procedure, during the zero process that is completed frequently through procedure it was noted that catheter was not functioning. Catheter was immediately replaced with another catheter that worked appropriately.